Event description:
It was reported that the physician's hhd was unresponsive to touch of finger and/ or stylus. A hard reset was attempted but did not resolve the issues. The screen was noted to appear normal with no noted debris affecting the screen. The issue became apparent to the neurologist office during the week of (B)(6) 2015. A tablet was shipped to tc to be provided to the physician and the hhd is expected to be returned for analysis. Additional information was received that the lock screen button was not engaged. The device was received for analysis on (B)(6) 2015. Analysis is underway but has not been completed to date.

Event description:
Analysis was completed for the handheld device and the software. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. During the analysis it was identified that the flashcard contained a (B)(6) operating system file and folder. The presence of the file and folders is an indication that the flashcard was inserted into a device using the (B)(6) operating system. The file and folder had no impact on the vns software performance. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications.